Manufacturer narrative:
The device records 46 log entries between the (B)(6) 2010 and the (B)(6) 2015. Manual power ups are recorded during this time, two of which were ten minutes in duration. The device records self-test fails due to a low battery between (B)(6) 2013 and (B)(6) 2015. The device records multiple manual power ups, mainly under one minute duration between (B)(6) 2015 and the last log entry on the (B)(6) 2015. During this time the device records multiple occasions in which the device powers up in child patient mode. Investigation found the reported fault can be attributed to a failed reed switch. During investigation the device was found to be giving incorrect child patient prompts with an adult pad-pak installed, this indicate a reed switch failure and would confirm the reported fault. The device was still capable of delivering therapy however the shock energy may have been reduced for higher impedance patients due to the device powering up in paediatric mode. The ability of the device to detect patient impedance would have been compromised. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi use.

Event description:
There was no pt involved in this event. The device was malfunctioned as it keeps prompting child pt.